Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of death estimated. Date of event estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant estimated. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A definitive cause for the reported patient deaths could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The other adverse patient effects and device issues mentioned are filed under different MFR numbers. Titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, tissue damage, kidney failure, myocardial infarction, pulmonary embolism, stroke, pericardial effusion, mitral valve surgery, and prolonged hospitalization. Device issues include single leaflet device attachment/slda. Details are listed in the article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿